Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with a damaged lens and a loose downstream occlusion (dso) seal. Event log history was performed and indicated that "priming ended, 7 ml primed", "pump started", and "system fault 46,440 occurred 2,132 336 625,077,938 625,073,398" were recorded in history. During analysis, the customer's reported problem was not able to be duplicated. Service will replace dso sensor as a preventive action for the error code noted in history. Based on the evidence, the complaint was not confirmed, and no fault found.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited system fault 46440. No patient was involved in this event. No adverse effects were reported.